Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ plate tsa5% sb//levine emb was mouldy. The following information was provided by the initial reporter: get mouldy.

Event description:
It was reported that bd bbl¿ plate tsa5% sb//levine emb was mouldy. The following information was provided by the initial reporter: get mouldy.

Manufacturer narrative:
H6. Material #: 252258. Lot/batch #: 3023320. Bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for contamination was observed. Additionally, retention samples from bd inventory were evaluated with no issues observed; no contamination was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for contamination based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.